Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt's husband called regarding the hip recall in 2008. He stated that his wife has been experiencing pain. Pt primary case was done in 1999 (not stryker product), she was revised in 2000 (not stryker product), she was revised again in 2002 (stryker product), pt cracked femur in 2008 and was revised again. Husband did not give anymore information. He said, it was a long story and he just wanted to know if the implants were part of the recall."